Event description:
The user facility reported that the customer deployed the angio-seal device on the patient and the device had an issue. They opened a new box with a different lot and that device worked. The doctor deployed the angio-seal and it did not work at all. The patient continued to bleed. The doctor stated that it was like there was no collagen deposited. They opened one of the samples together from the same lot/box to look examine and deploy and it worked fine. The estimated blood loss was less than 250cc. Additional information was received on 30aug2023: the issue with the angio-seal device occurred on (B)(6) 2023. The procedure was a peripheral intervention for peripheral artery disease (pad) procedure using a 6fr procedure sheath size. The angio-seal was deployed however, no hemostasis occurred. A pre-deployment angiogram was performed. Hemostasis was achieved by holding manual pressure. The patient was stable.

Manufacturer narrative:
D6b: explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One 6fr angioseal device was returned for product evaluation. The returned device was unopened and unused with all components intact. The device was opened and visually inspected and no issues were identified with the components. Functional testing was performed by attempting to deploy the carrier tube and hemostasis sheath in the vessel model. The device was able to be inserted and set to the forward lock and fully rear-locked positions and all internal components were able to be deployed. The anchor and collagen were able to be fully tamped and no issue with device function was identified. The complaint was unable to be confirmed for a deployment or device-related issue. The exact root cause was unable to be determined. The likely cause was determined to have been deployment of the components outside of the artery resulting in insufficient hemostasis. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).